Event description:
The stent was advanced and deployed in the rca. Upon withdrawal, the stent came back on the balloon. Stent became stuck on tip of guiding catheter. Physician attempted to remove stent: however, stent dislodged and was lost in pt. No attempt was made to retrieve.